Manufacturer narrative:
Clinical investigation: a temporal association exists between the liberty cycler and the patient¿s drop in systolic blood pressure (sbp) to 59, unresponsiveness, and apnea with subsequent death on (B)(6) 2017. However, there is no documentation that indicates a causal relationship between the liberty cycler and the patient¿s death. Additionally, there have been no reported allegations of a liberty cycler or liberty cycler cassette malfunction causally associated with the patient's death. Etiology for the patient¿s drop in sbp to 59, unresponsiveness, and apnea with subsequent death is unknown. However, the possibility exists that the patient's concurrent infection with c. Difficile may have been a factor in the patient's death. Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior showed no signs of physical damage. An internal inspection did not show any indications of dried fluid inside the cassette area. There were no burrs or sharp edges. The device was subjected to a simulated treatment test which was completed without any failures. The system air leak, valve actuation, and load cell verification tests passed. The heater tray was removed which revealed that the cycler encountered insect infestation. There was also dried fluid found on the bottom cover between the front panel and pump assemblies. The cause of the dried fluid was not determined. The mushroom head and glucose tests passed. An investigation of the device history (DHR) records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the reported incident was not able to be confirmed. An evaluation of the returned device could not identify any malfunctions.

Event description:
A biomedical technician (biomed) at a user facility requested a replacement cycler after a patient had expired while connected to the cycler. Follow-up information with the pd nurse revealed that the patient was in the intensive care unit (ICU) and had been admitted to the hospital on an unknown date for clostridium difficile (c. Difficile) infection. On (B)(6) 2017, the patient was transferred to the ICU due to an unspecified respiratory event that occurred while the patient was hospitalized. On (B)(6) 2017, approximately 7 minutes into continuous cyclic peritoneal dialysis (ccpd) therapy, the patient had a drop in her systolic blood pressure (sbp) from 90 (at initiation of treatment) to 59 and was found be unresponsive and had stopped breathing. The nurse called a code and cardiopulmonary resuscitation (CPR) was initiated. The patient remained in asystole despite resuscitation efforts and subsequently expired. It was further reported that the patient was very ill and the patient¿s death was not attributed to the ccpd treatment or believed to be fluid volume related as the patient was empty at the start of treatment. The pd nurse reported that there was no alleged defect or malfunction related to the liberty cycler or liberty cycler set used during the patient¿s ccpd treatment on (B)(6) 2017. Additionally, the pd nurse stated there were no liberty cycler alarms that occurred during the patient¿s 7 minutes of treatment prior to the patient becoming unresponsive. The cassette is not available to be returned to the manufacturer for physical evaluation.